Manufacturer narrative:
One (1) new. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. One (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. --> one (1) used. Ref #306546, 0.9% sodium chloride injection, usp sterile solution, single use 10 ml syringe. As received, there were some sodium residuals, but no other damage or anomalies were observed. Both sets were leak-tested per product specifications. The used set showed leakage from the female luer to the microclave connection. Examination of the leak area showed a crack on the female luer. The new set was performed per manufacturer specifications. The reported complaint of leaking and cracking can be confirmed. The probable cause is unknown. A device history review (DHR) lot # and relevant commodities were reviewed for the lot #14001779, and the following discrepancy was identified: discrepancy: "during visuals inspection on 05/11/2023 shift a2 for press d10 item r1-16382(microclave body,clear,pc);molding qa found cavity j25 has pulling measured at 0.081 max allowed is 0.010. After bracketing totes 233-400 were affected. Qa also found gate flash and damage due to broken insert pin on during consumption of p/n r1-" "b1 operator noticed parts stopping machine frequently. It was found cavity j17 with a broken inserts pin. Also it had gate flash by the thread." "On 3/28/24 a2 operator on hsm-3 noticed parts stopping the machine frequently upon closer inspection it was discovered that the bodies, specifically j17, had gate flash by the thread. Part #r1-16382 lot #13575236".

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
It was reported that the 7" smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile had a leak issue. It was stated that the one leaked at the microclave/ext set connection. Ext set cracked. They have the ext. And microclave. The product is not contaminated or contain biohazard or chemotherapeutic agent. There was patient involvement, no patient harm and unknown delay in therapy.